Event description:
As reported for this event by the customer, during a therapeutic laparoscopic colectomy procedure the tissue pad of the device came off. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The setting at the time of the event were seal and cut (level 1), seal (level 3). The intelligent tissue monitoring (itm) setting were on during the procedure.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the tissue pad was worn out and partially peeled off. Root cause for the issue cannot be conclusively determined. However, a likely mechanism causing the reported event might be the following: 1) ultrasonic output was performed with a thick and hard tissue gripped by the tip of the grip. The tissue was also twisted in the grasp. 2) the probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to be severely worn and the tissue pad to peel off. The instructions for use includes the following statements that warn against the issue: if the grasping section, the probe tip gets stuck tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.